Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had lost over 100# of weight and the device started shocking them significantly. Impedance were checked and everything was fine. The device was then left off. A surgical intervention was planned but the date had not yet been scheduled. No further complications were noted or anticipated.